Event description:
It was reported that the patient's implantable neurostimulator (ins) was turning on and off on it's own for the last "few days." The patient had not been around any magnets or had any medical procedures. The patient would experience a return of symptoms, and when her husband checked the ins with the programmer, it showed the device was not on. It was also noted that when the top gray button on the programmer was pushed, the green light did not come on. When the bottom button was pressed, all 3 green lights came on. The programmer passed a self-test. The patient's husband tried communicating with the ins once more and only the green 9v light on the programmer came on. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient called her hcp in (B)(6) 2012 stating that her tremor had returned. The ins was interrogated and it was noted that it was turned off. The patient did not recall exposure to a magnetic field or voluntarily turning the ins off. The device was turned on, reprogrammed, and no tremor was noted. The hcp stated that the patient also had anxiety disorder.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v825993, implanted: (B)(6) 2011, product type lead. (B)(4).